Event description:
A consumer reported that she used this product because her eyes felt dry. Following the use of the product, she experienced stinging. She was later diagnosed with a bacterial eye infection and the physician placed her on antibiotic drops. The consumer is not sure if this product had anything to do with her infection, but she could not rule it out. The infection resolved following the use of the antibiotic drops. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product has not been rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Insufficient info provided for root cause analysis. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).